Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample were evaluated by visual examination and the indicated failure mode for ink smear with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter in the tube which was noted prior to use. The following information was provided by the initial reporter: a dirty tube (367979) from lot. 0097394 was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced foreign matter in the tube which was noted prior to use. The following information was provided by the initial reporter: a dirty tube (367979) from lot. 0097394 was found.